Event description:
Unomedical reference number (B)(6) event occurred in finland. On 11 april-2024, it was reported that (B)(6) 2024 customer's mum felt the pump was not giving enough corrections and there had been a delivery suspension which customer's mum was not aware of whilst which pump did not dose insulin. The set changed and bolus on manual mode were used to address high blood glucose. At the time of the incident, the patient's blood glucose level was 22.2 mmol/l; at the time of reporting, it was 9.8 mmol/l. No further information available.